Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 472 mg/dl. The cause of the elevated bg was unknown. Bg was treated via intravenous insulin, saline, and manual insulin injections. Reportedly, the customer left the ER 6 hours later with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.